Event description:
During assistance with a disconnected supply bag of the home choice (hc), during use, during dwell, the registered nurse (rn) stated that the home patient (hp) had become tangled in their lines and the bag became disconnected. The technical service representative (tsr) explained to the registered nurse (rn) about disconnection and answered their questions about disconnection. During follow-up the registered nurse (rn) was asked about the reported problem. They stated the patient did not have any associated alarms with the connection issue. The rn stated that the patient has been purposely knocking down the solution bags to disconnect them. The rn stated they have been monitoring the patient and everything seems to be fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue during the dwell stage. The problem is confirmed for the connection issue and the assignable cause can be determined as supply bag fell and disconnected, because the nurse reported that the patient was disconnecting the bags on purpose from the homechoice machine. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.